Event description:
Reporter stated that patient was exhibiting symptoms of hypoglycemia. Reporter tested patient's blood glucose, using the suspect device, and reportedly obtained results of 181mg/dl, 125mg/dl, and 111mg/dl (back to back tests). Reporter indicated that based on the patient's symptoms, emergency medical services were contacted. Reporter stated that, upon their arrival 10 minutes later, patient's blood glucose measured 45mg/dl (using paramedics blood glucose monitor). Patient was reportedly treated with an intravenous glucose solution. According to reporter, patient was not transported to the hospital for additional treatment. Patient's current condition: fine. Reporter stated that a quality control test was performed on the device; however, the incorrect control solution was used (manufactured for a different strip-type). Technical support requested the return of the suspect product and replacement product was shipped.